Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to bacterial infection. The patient was treated with vancomycin (intraperitoneal) for peritonitis. Pd therapy was ongoing. Patient hospitalization and patient outcome were not reported. No additional information is available.